Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference MFR report: 1627487-2018-09667. It was reported the patient complained he was not receiving effective stimulation therapy from the drg system. A system impedance check found multiple lead contacts showed high impedance. Reprogramming of the patient's drg system was unable to resolve the issue. Consequently, surgical intervention to replace the patient's drg leads was taken. During the procedure the physician removed the l3 placement lead, but when attempting to remove the l4 placement lead the physician was unable to remove due to scar tissue. Subsequently, rather than risk breaking the lead in the epidural space, the l4 lead was left implanted. Additional surgical intervention may be taken at a later date to address the issue.